Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow and down arrow keypad buttons were intermittently unresponsive. The patient denied any tears or peeling of the keypad. The patient reportedly wore the pump on a belt and did not clean the pump. The patient stated he would like to keep the pump and is currently using the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.